Manufacturer narrative:
Device evaluation of the monitor and electrode belt have been completed at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon investigation of the download data, the monitor had experienced download communication faults, indicating a damaged sd card. A damaged sd card does not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to this adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings. The root cause of the damaged sd card could not be positively identified.

Event description:
Rejected report to confirm if an actual death occurred. Am (B)(6). A us distributor contacted zoll to report that a patient received a treatment from the lifevest. A review of the downloaded patient data flag files indicate that the patient received one unknown treatment at 17:35:36 on (B)(6) 2021. It was reported that the patient was conscious at the time of the treatments. The specific rhythm at the time of the treatment events is unknown. Earlier in the event, prior to the treatment delivery, the patient's rhythm was af with rvr at 170-180 bpm. The downloaded data indicates that the device had download communication faults. There were no allegations of device malfunction. The device was fully functional upon receipt. Reporting this event out of an abundance of caution as the rhythm at the time of the treatment event is unknown.